Event description:
It was reported that the communicator showed a solid yellow call doctor icon. The patient advocate stated that the communicator status showed a yellow call doctor icon. The communicator was rebooted but still showing a yellow call doctor icon. A boston scientific company representative verified that replacement communicator was sent. Additional information indicates that the patient smelled something burnt when the communicator was packed up for return. No adverse patient effects were reported. The product is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation was confirmed. Analysis confirmed a fault state, indicated by a yellow call doctor icon and caused by flash corruption. This has been investigated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator showed a solid yellow call doctor icon. The patient advocate stated that the communicator status showed a yellow call doctor icon. The communicator was rebooted but still showing a yellow call doctor icon. A boston scientific company representative verified that replacement communicator was sent. Additional information indicates that the patient smelled something burnt when the communicator was packed up for return. No adverse patient effects were reported. The product is no longer in service.